Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Similar statement: the catalog number identified has not been cleared in the u.s. But, it is similar to the lifestent biliary stent system products that are cleared in the us. The 510 k number and pro code for the lifestent biliary stent system products are identified.

Event description:
It was reported that after a stent placement to treat an occlusive arteriosclerosis, the distal tip of the delivery system allegedly detached when the healthcare provider used excessive force to remove the delivery system through the introducer sheath. It was further reported that several failed attempts were made to recover the distal tip and that it remains in the lateral branches of the lower limb.